Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a arthrex employee via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 drive shaft are damaged non-specifically. This occurred during use in a case with no patient effect. Additional information requested

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.